Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h4; h6. Visual examination of the returned product identified all components for the device were returned. There are nicks and scratches to the inside and outside of the insert. The inside slot of the insert is deformed on both sides. The handle, shaft, and slider/fork all have nicks and scratches present. The strike plate end has indentation marks. No other damage was noted during visual evaluation. This device has an approximate field age of 15.5 years. Measurements within specification. The poly insert that goes into the slot of the slider/fork is fractured at the bottom. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic tip of the inserter is broken. There was no patient involvement.